Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump keypad was not functioning. The customer¿s blood glucose level was 209 mg/dl at time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection.